Manufacturer narrative:
Correction information provided in a.1., a.2., a.3., b.5., d.6.a., d.6.b. And d.9. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received from the initial reporter stating the patient had left eye secondary iritis/uveitis leading to explant of the stent. After removal the patient had a favorable prognosis.

Event description:
A facility representative reported about an explant of trabecular stent. No additional information reported about the reason for explant. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened stent was received in vial for the reported issue of stent explant due to left eye secondary iritis / uveitis. The returned stent was visually inspected and was found to be conforming. No delivery system was returned. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned stent was found to be visually conforming; therefore, a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).